Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient mobile power unit (mpu) was not functioning. The account requested a replacement. It was reported that the mpu was not functioning properly as it was chewed on by patient¿s dog. It was reported that the lock in place was on the connector and no power outage or other environmental aspect was contributing to the issue (other than what was described). It was reported that the power cord did not come loose as far as the vad team was aware.

Manufacturer narrative:
Section d6a: date of implant in previous report is not applicable. Manufacturer's investigation conclusion: the reported event of a mobile power unit (mpu) not working, was inconclusive (not determined) as no product was returned for evaluation. The customer reported that the unit had been damaged by the patient¿s pet. The extent of the damage was not reported. The patient received a replacement unit. The customer reported that they would not return the damaged unit for evaluation or repair. The mpu assembly was made in jul 2020. The unit was packaged and placed into stock on aug 25, 2020. The mpu was sent to the customer on sep 22, 2020. The unit had no previous services. Set up and use of the mpu are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.